Event description:
The child no longer responded to sound sensations after hitting his head over the implant site on a bedframe. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. As of this date, explantation/reimplantation surgery had not been scheduled.